Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission revealed the patient experienced a decrease in blood pressure. There was intermittent short ventricle-ventricle episodes and lead noise exhibited. No further information could be obtained through follow-up. The lead remains in use. No further patient complications have been reported as a result of this event.